Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was prepped and introduced into the patient. After inserting the farawave catheter into the faradrive sheath, an abnormal leak of blood was noted around the hemostatic valve. The sheath was replaced, and the procedure was completed without patient complications. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Removal of the handle cap to inspect the internal components found a tear in the flush lumen close to the valve underneath the handle cap, indicating a potential leak path. An attempt to verify if this area contributed to the reported allegation was unsuccessful as deionized water was injected into the flush lumen port, and no leak came from this area. Microscopic inspection of the hemostatic valve also identified damage on the external and inner valves as well as tears by the opening slit on both faces of the internal valve, contributing to the leak testing results seen. This damage on the hemostatic valves were likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was prepped and introduced into the patient. After inserting the farawave catheter into the faradrive sheath, an abnormal leak of blood was noted around the hemostatic valve. The sheath was replaced, and the procedure was completed without patient complications. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.